Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties occurred. The target lesion was located in the superficial femoral artery. During inflation of the 8.0x40mm sterling balloon catheter, the balloon would only partially inflate. After several unsuccessful attempts, the physician decided to remove the device. However, it took "a number of minutes" to deflate the balloon completely. The device was removed intact, but appeared distorted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was received in a deflated state. The outer shaft was necked down onto the inner shaft in multiple locations. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water; difficulty was encountered during inflation. The device maintained rbp with no indication of any leaks or other irregularities. The device was deflated by applying negative pressure with the inflation device. The device deflated within time specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties occurred. The target lesion was located in the superficial femoral artery. During inflation of the 8.0x40mm sterling balloon catheter, the balloon would only partially inflate. After several unsuccessful attempts, the physician decided to remove the device. However, it took ¿a number of minutes¿ to deflate the balloon completely. The device was removed intact, but appeared distorted. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is stable.